Manufacturer narrative:
Actual date of event is unknown.

Event description:
It was reported that ipp revision performed due to malfunction of (B)(4) implant. Broken protese and fluid loss was noted. It was further reported that device does not fully inflate besides major pain at the site of reservoir, more importantly thickening of the bladder wall need to be replaced. The patient condition was reported stable following the procedure. Further information was requested but not provided. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that ipp revision performed due to malfunction of lgx700 implant. Broken protese and fluid loss was noted. It was further reported that device does not fully inflate besides major pain at the site of reservoir, more importantly thickening of the bladder wall need to be replaced. The patient condition was reported stable following the procedure. Further information was requested but not provided. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated that the pain in the reservoir region was due to prosthesis infection. Scrotum infection occurred. There was inflammatory reaction. "Collection peri reservoir seen in resonance". The reservoir was empty.